Event description:
Report received from an abbott international affiliate of an overdelivery. The report states: "pump administered 75ml of morphine over 6 hours. Pt was in ICU and pump should administer every 5 minutes on demand only. Dr said that it was highly unlikely that pt in ICU could have pressed pump 1036 in 6 hours. Pt was promptly treated for "overdose" and is doing fine." Additionally, the report indicated that the pump was programmed to deliver 1.4mg/dl with a bolus lockout of 5 minutes. Though requested, no additional info was provided.